Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2002. Subsequently, the patient was scheduled for revision due to instability. However, the patient experienced cardiac problems prior to the surgery date and a revision procedure has not been scheduled at this time.